Event description:
The patient contacted lifescan and reported that their one touch ultra meter kept giving the error 4 message. Medical affairs specialist called and left a message for the patient to obtain further information. A letter will be sent to the address provided since there was no response. The patient had reported that their meter kept giving the error 4 message. It is documented that earlier in the day, the patient "got a reading and passed out". It is unclear if the patient had received a blood glucose result on the meter or the error 4 message. The patient was also feeling dizzy, and was experiencing frequent urination. It is also unclear if the patient had experienced symptoms prior to testing on the meter or after. During troubleshooting, the patient's testing technique was verified to be correct. They were asked to retest, but the issue persisted and the error 4 message appeared on the display. Therefore, the issue was not resolved. The patient was sent a replacement meter, control solution, and test strips.